Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episode and a possible capture issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.